Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). Echocardiogram showed that the lead is in place but was not sure if the lead perforated. Boston scientific technical services (ts) agreed that the system be programmed to monitor plus therapy since there was no oversensing and the sensing measurement was fine. Additional information was received that lead perforation was confirmed through x-ray. Prior to repositioning, a drop of 400 ohms in impedance measurement was noted and still no capture at maximum output. During lead revision, hypotension was noted but was stabilized by a medicine. Subsequently, the lead was successfully repositioned. The patient recovered well and was sent home thereafter. No other adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.